Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved in this complaint and completed investigation. Per the customer the reported complaint, failure analysis confirmed there was a broken ceramic sleeve at the distal end of the spatula. Missing piece was not returned with the instrument. Failure analysis noted that the known common cause of this failure is mishandling/misuse. No other damage was found. Based on the additional failure analysis investigation information, this MDR report is being retracted since the failure mode was due to misuse/mishandling of the instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this complaint is being reported due to the following conclusion: a piece of the instrument broke off and fell into the patient. While the fragment was retrieved from the patient and there was no harm to the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported during a da vinci hysterectomy surgical procedure, the brown portion on the permanent cautery spatula chipped off and fell inside the patient. The broken instrument fragment was retrieved from the patient. On (B)(6) 2016, intuitive surgical inc. Followed up with da vinci coordinator, who informed us that the instrument did not make any intra-operative collisions with another instrument. The patient has also not returned with any post-operative complications. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.